Event description:
Patient reported ¿confirmed rupture of an allergan breast implant¿. This record is for an unknown-side. Device status is unknown and it is unknown if it will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.